Event description:
A malfunction alarm called "malf 12" was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any further issues arose, which the customer acknowledged and understood.